Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported during an radial harvesting procedure using vasoview hemopro 2, when energy was applied to the bisector tool that no energy was applied and therefore no vessel cauterization/sealing or cutting occurred. They then tried another hemapro adapter and extension cable with the same result. Then they tried another hemapro generator and still no activation of the bisection tool. A pre-cautery test was not performed. There was no beeping sound heard when the toggle was pulled back to activate the device. Polyfuse was never activated as the device never generated power. Then they opened another hemapro kit and this new kit worked. A short delay during troubleshooting of the cord, adapter, and generator and, in ultimately opening another evh kit. The case proceeded without further incident. The tool was used on a small arterial branch. No notable tunnel aberrations. No harm or injury to the patient during this event.

Event description:
N/a.

Manufacturer narrative:
Tw#: (B)(4). Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 the device was returned to the factory for evaluation on 03/10/2025. An investigation was conducted on 03/26/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.66 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot#: 3000456184 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.